Event description:
It was reported that during a percutaneous transluminal coronary intervention (ptci) a guidewire fracture occurred. One cm of the distal tip of a rotawire detached inside the patient and device fragment was left in the left anterior descending artery (lad), without any motion of the burr. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary intervention (ptci), a guidewire fracture occurred. One (1) cm of the distal tip of a rotawire detached inside the patient and device fragment was left in the left anterior descending artery (lad), without any motion of the burr. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received in a generic plastic bag with its original pouch, outside the hoop. The distal tip of the device was damaged. The visual and tactile inspection was performed and the device presents a fracture at 329.5cm approximately from proximal end and foreign matter along the wire. All the outer diameter measurements are within the specifications. The portion fracture was sent for analysis. The fracture occurred due to a torsional overload. Moreover, the foreign matter was identified as an organic/calcium type compound. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary intervention (ptci) a guidewire fracture occurred. One cm of the distal tip of a rotawire detached inside the patient and device fragment was left in the left anterior descending artery (lad), without any motion of the burr. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device lot number, device expiration date, device manufactured date. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary intervention (ptci) a guidewire fracture occurred. One cm of the distal tip of a rotawire detached inside the patient and device fragment was left in the left anterior descending artery (lad), without any motion of the burr. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.